Manufacturer narrative:
The lot number was provided for four out of four malfunctions; therefore, lot history reviews are currently being performed. The devices were not returned for either malfunction however medical records were received. Therefore, the investigation of the reported event is confirmed for the perforation of the inferior vena cava. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Lot (gfti2519).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced perforation. This information was received from various sources. The four malfunctions involved patients with no consequences. The four patients ranged from 28-64 years of age and their weight was not provided. Of the reported patients, two was male and two were female.